Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument insulation rubber was transparent. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the damages observed cannot be evaluated, as the defect occurred during reprocessing. No material was missing or detached from the part of the device that enters the patient's body. No injury to the patient. No measures were taken as the issue occurred during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not confirm nor replicate the customer complaint. The instrument was visual inspected internal and external, but no issues was identified. For clarification, the reported instrument doesn't have a transparent rubber insulation. No product issue was identified. Probable root cause is attributed to problems, including misuse of the product, or other factors not directly related to the device.

Event description:
Refer to h11 for follow-up information.